Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The devices were returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on june 2, 2017, confirmed that there was no irregular function of usg-400 and td-sb400. The circuit board for the max button of the sb-0535fc was rusted. Based on the evaluation results and the past similar cases, it is likely that the saline was poured onto the circuit board, then the output activated automatically due to the short-circuit was occurred. The manufacturing record was reviewed with no irregularities. The instruction manual of the device has already warned as follows; warnings: do not set up or control the sonicbeat instrument with wet hands. Otherwise, an electric shock of the user may result. Warnings: should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the sonicbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the sonicbeat instrument. If the irregularity remains unresolved, contact olympus.

Event description:
Sb-0535fc, td-sb400, and usg-400 were used during a cholecystectomy. The devices were used normally for a while. In the middle of the procedure, activation sound was beeped and the sound could not be stopped, without push of the main button to activate.the procedure was completed using a different device. There was no patient injury reported.